Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt full and bloated during fill one of peritoneal dialysis therapy on the homechoice (hc). The care giver (cg) stated that the hp did not drain out fluid during initial drain; he had only drained 7ml and had not bypassed. The hp had completed fill 1, filling with 2001ml. The hp¿s largest prescribed fill volume is 2000ml, and he had a 2000ml last fill. The initial drain alarm was set to 0ml. The baxter technical services representative had the hp do a manual drain, and he drained out 4575ml, which relieved symptoms. The device was swapped and the cg was advised to contact the hp¿s nurse to help program the new hc. The hp would use manual bags until the new hc arrived. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.